Manufacturer narrative:
Insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Insulin pump was monitored and no unexpected battery out limit or failed battery test alarms occurred during testing. The motor was tested outside the device and passed. Insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's doctor reported via phone call that the customer's insulin pump alarmed battery out limit and failed battery test. During troubleshooting, the customer's doctor also mentioned that the customer was hospitalized due to blood glucose level of 592mg/dl. Troubleshooting resolved issued regarding battery out limit and failed battery test. Customer's doctor was assisted with high blood glucose troubleshooting. Customer's blood glucose at the time of call was 149mg/dl. Customer's doctor stated that customer was in the hospital on (B)(6) 2017 and was treated for high blood glucose. The customer was wearing the insulin pump during hospitalization. Troubleshooting for insulin pump found drive support cap appeared normal and settings to be accurate but it failed high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.